Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during an ipg replacement surgery the patient's leads tested for high impedances. The surgery was completed with the existing leads. Surgical intervention may be pending to address this issue, note: this patient has two model 3146 leads from the same lot.

Event description:
Follow up revealed that the patient underwent surgical intervention on (B)(6) 2017 wherein a new penta lead was implanted. The surgeon elected to leave the patients two model 3146 leads implanted, however these leads are not being used. Patient has effective therapy.